Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297787)) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
A customer's nurse complained that the inr result obtained for 1 patient from a coaguchek xs meter serial number (B)(4) did not compare to the result from an unknown laboratory method. The result from the meter was 3.9 inr and the result from the laboratory was 2.8 inr. The patient's therapeutic range is 2 - 3 inr. The laboratory result of 2.8 inr was deemed to be correct. There is no allegation of an adverse event. The customer's current condition was provided as stable. The patient does not have hematocrit concerns, is not on heparin therapy or direct thrombin inhibitors, no new illnesses, does not have antiphospholipid antibodies, no new medications, no symptoms of bleeding or bruising, and no changes in diet. The meter and strips were requested for investigation. Replacement products were sent. The returned test strips were measured on an internal reference meter with liquid qc. The obtained qc results were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). All measurements were without error messages. Qc 1: 2.3 inr; qc 2: 2.3 inr; qc 3: 2.3 inr. Retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. No information was provided in the complaint case that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.